Manufacturer narrative:
Product analysis found that the customer complaint could not be verified due to corrosion on motor and bearings. Cable was cut. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was running hot prior to use. The device began overheating once it was turned on for about a minute till the tech determined they would not use it. There was no patient impact.